Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the device vibrated between 1100 and 1200 rpm's. The device operated as expected when running above or below those rpm's. The user attempted to remedy the issue by employing several different pump heads with varying lot numbers, but the issue remained. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.